Event description:
A 28mm diameter x 16mm diameter x 16.5cm length aneurx bifurcated stent graft with xpedient delivery system and its components were emergently implanted in pt for endovascular treatment of a ruptured abdominal aortic aneurysm in 2003. Aneurysm and vessel morphology are unknown. It was reported that the pt had lost a lot of blood due to ruptured aneurysm. After the procedure the pt did fine and was sent to the intensive care unit. Two weeks later, it was reported that the pt had a perforated bowel that led to their death. The date of death is unknown.